Event description:
Revision surgery was reported due to loosening.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection shows the tibial insert was locked in the baseplate and was not removed and the insert did have some pitting on the articulating surface. The devices were sent to the lab for analysis and the results were features consistent with loosening and instrument damage were observed on the femoral component. Damage/deformation on the superior surface of the tibial insert could have been caused by third-body particulate (e.g. Bone cement), and is a common finding on inserts revised after implant loosening. Damage/deformation on the anterior and posterior surfaces of the post may be caused by engagement with the anterior and posterior cams of the femoral component. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.